Event description:
It was reported that there was no communication with the device and an overdischarge was reported. It was unknown if any diagnostic testing, troubleshooting, what the cause of the issue was, or if it was resolved. As a result the device was explanted on (B)(6) 2014. It was unknown if there were any patient symptoms or complications associated with this event. The patient¿s status at the time of the report was unable to be obtained. There was no patient death or injury. The device was replaced with another. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), determined no significant anomaly occurred. The ins was functionally okay and only insignificant anomalies were found. The ins was received with telemetry and required a battery recharge. According to the trace report obtained from the ins; the over discharge count is zero. The total battery recharge count is 24. The most recent charge occurred on (B)(6) 2014 for 48 minutes and the battery charged from 3.560v to 3.690v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The total therapy loss count is 4; the latest was on (B)(6) 2014. The typical recharger coupling shown on the 8840 physician programmer is 50%. The ins was recharged during the analysis lab check-in procedure. The ins recharged for 7 hours 27 minutes with full insr coupling and the battery charged from 2.615v to 3.915v. Analysis of the implantable neurostimulator (ins), serial # (B)(4), determined no significant anomaly occurred. The ins was functionally okay and only insignificant anomalies were found. The ins was received with telemetry and required a battery recharge. According to the trace report obtained from the ins; the over discharge count is zero. The total battery recharge count is 89. The most recent charge occurred on (B)(6) 2014 for 6 hours 18 minutes the battery charged from 3.550v to 4.030v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The total therapy loss count is 6; the latest was on (B)(6) 2014. The typical recharger coupling shown on the 8840 physician programmer is 75%. The ins was recharged during the analysis lab check-in procedure. The ins recharged for 6 hours 1 minute with full insr coupling and the battery charged from 2.285v to 4.035v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4), implanted: 2012 (B)(6); product type recharger product ID 37092, lot# 273040001, implanted: 2011 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).